Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was diagnosed with skin infection from the sensor. Customer was waiting to find out if she needed to go to the emergency for draining of the site. Nothing further reported.